Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that second trajectory navigation appeared to be a couple of inches off. It was reported that navigation was totally accurate when checking in the divot. They re-verified and then the system started to become unresponsive and stopped working. The system was rebooted and the issue was resolved. There was no impact to patient's outcome ad surgical delay was reported as less than one-hour. Additional information received from a manufacturer representative reported that the navigation deviation was by 2cm.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1. H3, h6) the system was serviced in the field. In summary, no faults were found. Codes b01, c19, and d14 are applicable. H3, h6) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. H6) multiple annex a codes were applied to capture this event. A0908 captures the inaccurate navigation trajectory and a110201 captures the system becoming unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was received and analysis did not confirm the reported event. In summary, no faults were found. No software anomalies were detected. Previously reported codes, b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.